Event description:
The customer reported that the audible tones were no longer functioning. The customer ran a self test and the insulin pump did not beep during the tone test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.